Event description:
This lead was explanted after persistent swelling of the arm and possible left vein thrombosis. This lead has been retained by the hospital. Should additional information become available, this event will be updated.